Event description:
A surgeon reported during an implantation of a glaucoma filtration device (gfd), no aqueous humor flow could be confirmed after the device was inserted under the sclera. The surgeon reported the device failure as clogged and it was replaced during the procedure. No pt harm. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. There has been one other complaint reported in the lot number. Additional info has been requested. (B)(4).